Manufacturer narrative:
The reported complaint was not verifiable. No analysis was performed since the unit cannot be serviced by the manufacturer and the customer cannot order replacement parts as the unit is at its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the reported issue was discovered first thing in the morning and the units are left on continuously.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal control unit (ccu) and two roller pump displays were blank and giving a 'fail' message on the central control monitor (ccm). There was no patient involvement.